Event description:
The facility reported at the completion of the bath, the attendant rolled the resident to their side so that the resident could steady self with their one good hand. At this point, the side rail became unlatched, allowing the patient to fall to the floor. Patient suffered a laceration on the left of their forehead requiring nine stitches and a fractured right humerus.

Event description:
The facility reported at the completion of the bath, the attendant rolled the resident to their side so that the resident could steady self with their one good hand. At this point, the side rail became unlatched, allowing the patient to fall to the floor. Patient suffered a laceration on the left of their forehead requiring nine stitches and a fractured right humerus.